Event description:
It was reported that ams episodes was observed. The device was programmed to vdd. It was noted that retrograde of far r which was causing to mode switch. Programming changes were considered. Oversensing on the atrial lead was also seen but it was unknown what it could be due to there not being an atrial channel.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that programming changes were not made. It was also noted atrial arrythmia was due to oversensing, atrial lead is off. The device stored an egm which it diagnosed as at/af because there was oversensing. Products remain implanted. No patient symptoms. Related manufacturer reference number: 2017865-2023-02640.